Manufacturer narrative:
Turnpike spiral was returned to for evaluation. Blood particulates were noted on the catheter. The tip was chewed and fatigued. The tip measured approximately 1.1cm. No significant material missing. No other shaft damages were observed. The device history records were reviewed. There are no non conformance's related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. Patient underwent a pci procedure. A turnpike spiral was used in the procedure. Physician stated that the tip of turnpike spiral was lodged inside the artery and was unable to be removed. The damages are likely to have occurred during use in the procedure against a calcified vessel. Per IFU, states the following warnings and precaution: - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. - do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury. If using the turnpike spiral, rotate the catheter in the counterclockwise direction with backward tension in order to dislodge the tip. - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additional information was requested. A response was received. Account stated that the catheter may have been over rotated with more than two consecutive 360 degree rotations when the distal tip was trapped. No medical intervention was done. The procedure was aborted due to this event. Device was removed. Patient was stable without any issues. Based on the information, the most likely root cause of the issue is user error.

Event description:
As reported: pci (non cto), tip of catheter lodged in artery (circ) and unable to be removed. Incident occurred during the procedure, inside the patient. Clinical consequences: patient stable no - st changes, no chest pain. The device was removed and the procedure was halted. Physician may have over torqued the device.

Manufacturer narrative:
A follow-up report will be issued after the investigaiton is complete.